Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia while awaiting a replacement ilet and was using subcutaneous insulin pens as backup therapy, with blood glucose reportedly as high as 396 mg/dl and trending down after receiving tracking information for the replacement; the medical device problem and device component could not be further characterized due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information about a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.